Manufacturer narrative:
Additional information was received stating that two months after the initial observations were reported, this patient was implanted with a left ventricular assisted device (lvad). Post operative threshold measurements were 2.0v to 2.5v and impedance was 1200 ohms on the rv channel. However, a few days later, rv pacing impedance had decreased to 600 ohms and there was no capture. A post operative chest x-ray was unremarkable for any movement of the rv lead. A revision procedure was performed and the rv lead and device were removed from service and replaced. No performance issues were noted with the left ventricular (lv) lead. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional details were received that there was no lead damage revealed via fluoroscopy or visually at the explant procedure. There also was no damage to the device header noted at the explant procedure. The product has been returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
--

Manufacturer narrative:
No further testing was performed to determine the root cause of the clinical observations. Device re-programming was performed on the rv channel and the patient will continue to be followed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting diaphragmatic stimulation on the right ventricular (rv) channel which was oversensed and resulted in pacing inhibition with 3 to 4 seconds of asystole. Additionally, there was some noise noted on the atrial channel. Impedance measurements were stable and within normal limits and the noise was not able to be re-created. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--